Event description:
The reporter called after receiving a letter regarding the surestep replacement program. She had gotten er1 messages several times in the past yr but didn't recall how many, or what color had shown on the confirmation dot when she tested, she "had a stroke so I have some short term memory loss." She stated that when she got the er1 message she would retest, sometimes obtaining er1 again, and sometimes she got a "correct" result (some of the results were high).